Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old african american female patient who underwent breast augmentation with two 500cc mentor memorygel breast implants on (B)(6) 2010, presented with bilateral capsular contracture, (grade IV on left, unknown grade on right) and left side probable seroma. The patient underwent bilateral explantation, bilateral capsulectomy and bilateral mastopexy on (B)(6) 2018. The left implant was significantly larger, harder, ruptured, and likely had a 300- 400cc seroma inside it. Both capsules returned negative for atypia and malignancy. No seroma fluid testing was reported. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).